Event description:
Litigation papers allege the following: patient suffered injury to the body and extremities, medical expenses for the treatment of such injuries, pain and suffering of both a physical and mental nature, permanent injury to the body as a whole, and loss of the ability to lead and enjoy a normal life. Patient has been injured by excessive levels of chromium and cobalt. Patient has not yet scheduled an explantation of the asr hip implant. ***update: (B)(6) 2011 - the sales rep has reported the revision. Patient was revised due to loosening of the cup and stem. Revision was for the right side.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned to depuy. A search of the complaints databases finds no other reports of any kind against the provided product and lot code combination since its release to distribution. A review of device history records and material certifications did not identify any related manufacturing deviations or anomalies. Additionally, research using the (B)(4) system shows other devices from the reported lot as delivered and can be reasonably concluded as implanted without issue as no further reports have been received. The investigation can draw no conclusion with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.